Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device needs software upgrade, the downstream occlusion (dso) seal was torn/lifted off sensor. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was bubbled. A bubbled dso seal is considered only a cosmetic issue. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The device tested normally. The dso seal was replaced as a preventative measure.